Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a previously implanted surgical valve, the post-implant gradient was 26 millimeters of mercury (mmhg). It was decided to fracture the surgical valve. After the balloon was inflated the valve dislodged. It was snared and a second valve was successfully implanted.